Event description:
Olympus was informed that during an unspecified procedure, a portion of the hand-piece broke off inside the patient. The broken piece was retrieved from the patient approximately two weeks after the procedure. The procedure was successfully completed using another device. There was no patient injury reported. Additionally, multiple attempts were made to gather detailed information regarding the incident but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. There was no specific device model and serial number provided. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented.